Event description:
Doctor attempted to reposition the screws when the initial procedure did not correct the instability. During the operation it was noticed that the washer within the plate had broken. The plate was consequently replaced.